Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up could not be performed due to insufficient information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was breached due to clavicle-rib crush, the inner tubing was kinked/buckled, the outer insulation had breached environmental stress cracking and a breached cut, the inner insulation had a cosmetic depression, and the outer insulation had a cosmetic depression.

Manufacturer narrative:
(B)(4). Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the proximal conductor of the lead became distorted and developed a fracture at the first rib/clavicle location while in vivo, the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo, and the inner and outer insulation of the lead was observed to have blood ingression. (B)(4).